Manufacturer narrative:
Additional information : device manufactured between: august 27, 2018 to august 28, 2018. Three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a leak was observed from the spike port at the spike port cap of all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. It was further reported that the customer did not notice any issue when unpacking the order but when they went to use the bags, 3 of them had leaked into the overpouch. There was no patient involvement. No additional information is available.